Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for unknown screws/unknown lot number. Other UDI: unknown. Lot number unknown. UDI unavailable. Device is not expected to be returned for manufacturer review/investigation. Concomitant devices reported: four (4) 3.5mm locking screws (part # unknown, lot # unknown), (4) 3.5mm cortex screws - lengths unknown - (part # unknown, lot # unknown). The 510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient suffered a gunshot wound on (B)(6) 2016 and was exfixed the following day. The patient was implanted with an eight (8)-hole plate, four (4) locking screws, and 4 cortical screws on (B)(6) 2016. On an unknown date, the patient complained of pain and presented a broken plate upon a follow-up x-ray, causing a nonunion. It is unknown why the plate broke. The patient was revised on (B)(6) 2017. All screws were removed intact. The plate was the only one reported broken. The patient received a new plate (same type - 3.5mm lcp medial distal tibia plate without tab, but longer in length) in the tibia. There was a nonunion as well in the fibula, where an original long 3.5mm screw dwelled in the intramedullary canal. The fibula was revised with a 3.5mm locking compression plate (lcp). The patient was also bone grafted with iliac bone (autograft) and cancellous chips at the fracture site of the tibia to try to overcome the nonunion. There was no surgical time delay nor patient harm reported. No additional information is available. This complaint involved 2 parts. Concomitant devices reported: four (4) 3.5mm locking screws (part # unknown, lot # unknown), (4) 3.5mm cortex screws - lengths unknown - (part # unknown, lot # unknown). This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Changed from malfunctioned to serious injury. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.